Manufacturer narrative:
Additional information was added to brand name and MFR site. Brand name clearlink continu-flo solution set previously submitted as "ni". Catalogue # is jc8537 previously submitted as asku. Manufacturing facility. Baxter healthcare - cartago (B)(4). Costa rica. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a simultaneous flow while using unspecified access set and a non-baxter product. When they try to clamp the primary to troubleshoot the concurrent flow the unspecified pump would alarm upstream occlusion. The entire set was changed with no issues noted. The event occurred during infusion of oxaliplatin 216 mg diluted in d5% 500ml with a rate of 272 ml/h over 2 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.